Event description:
The patient had a known condition which discolors the plasma. The customer wanted to know if he can disable the red cell detector from the alarm screen. It was determined that the customer would have the option. The disposable was discarded and will not be returned. The patient information is unavailable at this time. This report is being filed due to hemolysis which may be caused by the patient's condition.

Manufacturer narrative:
(B)(4). Investigation evaluation and corrective actions are in-progress. A follow-up report will be provided.